Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5058801/5058939.

Event description:
It was reported that the patient was having pain on her right shoulder when the stimulation is on despite reprogramming. It was also reported that the patient was suspected of an infection. All device components were explanted due to the patients medical history of infection and csf (cerebrospinal fluid) leak. Explanted devices will not be returned.